Event description:
It was reported that the patient underwent a revision surgery approximately six (6) months post-implantation due to fracturing of the plate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather product ID information and no further info is available. Visual examination of the provided pictures identified the plate is fractured into 2 pieces. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the returned product identified that the plate is fractured. There are some scratches in on the surface of the plate in several places. Visually, the device is correctly anodized and etched according to the print. The item number is confirmed to match the complaint but at the time, the lot number was unknown. The lot number is rm891p for the returned plate. Both the plate fracture surfaces exhibit beach marks artifacts (although not typical concave shaped marks likely due to multiple fatigue crack initiation sites on the edge) suggesting possible fatigue mode of failures. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as a picture was provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.